Event description:
There is no adverse event associated with this complaint. This report is made based on results of investigation completed on 02/03/20104: button contact contamination and a dim, discolored display screen.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: on examination, the keypad was intact without damage. On testing, the keypad buttons have normal response. The keypad cover was removed for investigation and revealed contamination under the contact of the contrast button. The display screen was noted to be dim and discolored.